Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. \

Event description:
It was reported that the pump's low battery power alert did not enunciate as anticipated. There was no reported impact to the customer's blood glucose level. Additional information was not provided.